Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic, pacemaker dependent patient presented in operating room for lead revision procedure. Upon interrogation, the noise was reproducible in clinic, all other electrical measurements were normal. The lead was capped and replaced. The patient remained stable post procedure and will be continued to be monitored.